Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was under delivery. Customer¿s blood glucose level was 318 mg/dl at the time of incident and the current blood glucose level was 318 mg/dl. Customer experienced the small breathing like symptoms related to the high blood glucose. Customer also had blood glucose of 160 mg/dl. Troubleshooting was performed and it was notice that air bubbles were found at the top of the cap. Customer stated that size of the air bubbles was small pea size and air bubbles were not removed successfully. Customer stated that reservoir had air bubble anomaly. Customer stated that drive support cap was flush. Customer alleges pump was under delivering. Customer was treated with the syringe. Insulin pump will be returned for analysis and reservoir will not be returned for analysis.